Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to what was likely atrial fibrillation (af) with rapid ventricular response (rvr). The rhythm slowed after the delivered shock. The r wave amplitude was large with a different morphology than the presenting electrogram (egm). Technical services (ts) discussed treadmill testing and to consider an x ray. A few days later this patient was walking up a step and received a shock for sinus tachycardia. Ts was concerned about the shock impedance measurement of 146 ohms as at implant it was 101 ohms. The field representative reviewed the x ray noting the s-ICD was anterior and this electrode is in adipose tissue nearly three times the width of the electrode, away from the sternum. Ts recommended revision of the electrode. This electrode remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Correction to d4 model number from 3400 to 3010.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to what was likely atrial fibrillation (af) with rapid ventricular response (rvr). The rhythm slowed after the delivered shock. The r wave amplitude was large with a different morphology than the presenting electrogram (egm). Technical services (ts) discussed treadmill testing and to consider an x ray. A few days later this patient was walking up a step and received a shock for sinus tachycardia. Ts was concerned about the shock impedance measurement of 146 ohms as at implant it was 101 ohms. The field representative reviewed the x ray noting the s-ICD was anterior and this electrode is in adipose tissue nearly three times the width of the electrode, away from the sternum. Ts recommended revision of the electrode. This electrode remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Additional correction to d4 model number from 3400 to 3010. A risk review was completed and confirmed that the event of migration was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The device was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. Correction to d4 model number from 3400 to 3010.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to what was likely atrial fibrillation (af) with rapid ventricular response (rvr). The rhythm slowed after the delivered shock. The r wave amplitude was large with a different morphology than the presenting electrogram (egm). Technical services (ts) discussed treadmill testing and to consider an x ray. A few days later this patient was walking up a step and received a shock for sinus tachycardia. Ts was concerned about the shock impedance measurement of 146 ohms as at implant it was 101 ohms. The field representative reviewed the x ray noting the s-ICD was anterior and this electrode is in adipose tissue nearly three times the width of the electrode, away from the sternum. Ts recommended revision of the electrode. This electrode remains in service at this time. No adverse patient effects were reported. Additional information was received from the field representative that this patient has gained weight and there is fat under the electrode coil.

Manufacturer narrative:
A risk review was completed and confirmed that the event of migration was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The device was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. Correction to d4 model number from 3400 to 3010.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to what was likely atrial fibrillation (af) with rapid ventricular response (rvr). The rhythm slowed after the delivered shock. The r wave amplitude was large with a different morphology than the presenting electrogram (egm). Technical services (ts) discussed treadmill testing and to consider an x ray. A few days later this patient was walking up a step and received a shock for sinus tachycardia. Ts was concerned about the shock impedance measurement of 146 ohms as at implant it was 101 ohms. The field representative reviewed the x ray noting the s-ICD was anterior and this electrode is in adipose tissue nearly three times the width of the electrode, away from the sternum. Ts recommended revision of the electrode. This electrode remains in service at this time. No adverse patient effects were reported. Additional information was received from the field representative that this patient has gained weight and there is fat under the electrode coil.